Manufacturer narrative:
B5: upon follow-up, it was reported that the patient had not recovered from the events. Pd was discontinued and patient was transferred to hemodialysis(hd). Treatment for peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to abdominal pain and cloudy fluid and currently in the intensive care unit. Treatment for the event was not reported. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.